Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased of impedance from 600 ohms to 400 ohms along with no capture at maximum output. Fluoroscopy was made and saw the lead was on the same position as before. Further, the pacing system analyzer (psa) got the same measurement of impedance, so the physician suspected microdislodgement. Additional information was received from the field representative that there was no asystole noted and the sensing was adequate. The physician repositioned the lead and the issue was resolved. At this time, the rv lead remains in service. No additional adverse patient effects were reported.